Event description:
A report was received that the patient was unable to charge her ipg as the ipg site was tender. The physician confirmed that the site looked fine, just a little tender. The patient was prescribed pain patches to help with the pain at the ipg site.